Manufacturer narrative:
Per the clinic, there was surgery on (B)(6) 2017 and the surgery was performed under a general anaesthetic. It is unknown what was involved in the surgery. Additional information has been requested but has not been made available as of the date of this report. This report is submitted on june 02, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration. Re-implantation is planned but has not taken place as of the date of this report, (B)(6) 2017.